Event description:
It was reported that the patient was admitted due to pain while breathing and diaphragmatic stimulation. Decreased r-waves and decreased pacing lead impedance were noted. Loss of capture was also noted and exit block was suspected. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.